Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl, repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 2.1, repeat 2.3; initial calcium 6.7, repeat 8.3. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 7.5, repeat the following day, was 8.6. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.5, repeat 4.0; initial calcium 8.0, repeat 9.6; initial sodium 133, repeat 140. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 8.4., repeat 9.1. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.8., repeat 4.1; initial calcium 8.2., repeat 9.5. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 8.5, repeat 10.1. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 7.9, repeat 9.2. The following samples were initially tested four days later, and repeated the next day. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial calcium 8.2, repreat 9.1. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 8.0, repeat 9.3. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 7.6, repeat 8.7. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 7.5, repeat 8.9. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl, repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.6, repeat 4.3; initial calcium 8.3 repeat 9.9. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 8.0, repeat the next day, was 9.0. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc, which were within range. Additionally known pts were tested and results were acceptable.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial calcium 7.9., repeat 8.8; initial sodium result was 128, repeat 136. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial calcium 7.6, repeat 8.4; initial sodium 131, repeat 138. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial sodium 126, repeat 132. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.8, repeat 4.4; initial calcium 7.9, repeat 9.8. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial calcium 7.2, repeat 8.0. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results sare in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.4, repeat on 1-22-09 was 3.8; initial calcium 7.4, repeat 9.0. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l.the following samples were tested in 2009. Initial calcium 8.0, repeat 9.2. The following sample was tested the next day. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial calcium 7.6, repeat 9.2. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009 and repeated the next day. Initial calcium 8.3, repeat 9.1; initial sodium 130, repeat 136. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Event description:
User received erroneous results for multiple assays for approximately 50 pt samples over several days. The following 23 examples were provided. Initial albumin results are in mg per dl, repeat albumin results are in g per dl. Calcium results are in mg per dl. Sodium results are in mmol per l. The following samples were tested in 2009. Initial albumin 3.2, repeat 3.7; initial calcium 8.1, repeat 9.6. User stated 2 of the results were reported out, but have not been questioned by the physician. User also stated she is not aware of pts being treated based on the results.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.

Manufacturer narrative:
The field service representative was not able to find a cause. To verify analyzer performance, he performed calibration and qc which were within range. Additionally known pts were tested and results were acceptable.